Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation.

Event description:
Parent's reported their child woke up at 1:30 am "kicking and screaming (and) could not recognize parents". Mother tried to give the child orange juice but her teeth were clinched. The father took a glucose reading on her arm and received a reading of 142 mg/dl (it is not clear if the site was washed prior to testing). They took the child to an ER (medical center) where a hospital meter gave a reading of 56 mg/dl (approx 30 minutes after initial reading). She was given orange juice and glucose and released at 5:30 am.